Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Sixteen devices were received for evaluation; 15 events were confirmed during testing. Fifteen devices were found to be affected by a degraded hose. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. Fourteen events had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.